Event description:
It was reported that the insertable cardiac monitor (icm) showed a poor signal due to the device falling out of the patient pocket. No new device was implanted. No adverse patient effects were reported.